Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Unable to verify battery out limit and bolus stopped alarm due to no button response and button error alarm. No moisture damage found inside the pump noted. Pump received with cracked case at the display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.